Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: performance data collected from the device was received, analyzed and no anomalies were found. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic undersensing of r waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. An exposed svc coil was cut at 38.1 and 41.5 centimeters from apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.